Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely accessed the instrument data and observed a decrease in ca quality controls (qc) which began on the day the event occurred. The customer inspected and cleaned r5 and s3 probes and drains. The customer ran auto alignments on r5 and s3 probes, resulting acceptable. The customer ran a quick check, reset the system and ran qc which resulted out of range on both levels. Ccc pulled the data results on calibration and found abnormal assay results. Ccc instructed the customer to replace the sample 3 (s3) probe but the customer declined to troubleshoot the instrument and requested service. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument; the cse replaced the sample (s3) probe. The cse ran a quick check, qc and precision, resulting within range. The cause of the discordant, falsely low calcium (ca) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated automatically on the same instrument, resulting higher. The samples were repeated again on an alternate dimension vista instrument, resulting the same as the auto repeat results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
The initial MDR 1226181-2016-00337 was filed on july 1, 2016. Additional information (07/05/2016): a siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded; that after the siemens customer service engineer (cse) had replaced the sample probe 3 (s3) mixer and ran a patient precision before and after the replacement of the mixer the issue had resolved. Hsc concluded that based upon the data provided in the complaint and the service report, the cause of the discordant, falsely low calcium (ca) result on one patient sample is associated with the faulty s3 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2016-00337 was filed on july 1, 2016. Correction to MDR 1226181-2016-00337_s1 filed on august 4, 2016. A siemens headquarter support center (hsc) specialist reviewed the instrument data and observed that after the siemens customer service engineer (cse) had replaced the sample probe 3 (s3) mixer and ran a patient precision before and after the replacement of the mixer, the issue had resolved. Hsc concluded that based on the data provided and the service report, the cause of the discordant, falsely low calcium (ca) result obtained on one patient sample is associated with the faulty s3 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.